Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6). The investigation determined that the elecsys anti-hcv ii assay was performing within specifications. Calibration signals for the reagent pack lot 480358 were reviewed and found to be inconspicuous. The investigation was limited due to the unavailability of sample material and quality control data. No confirmatory testing by immunoblot was performed, and no information regarding the patient's medical history or potential anti-viral treatment was available. A definitive cause for the reported event could not be determined based on the available information.

Event description:
The initial reporter alleged a false positive result for one patient sample tested with the elecsys anti-hcv ii assay on the cobas 6000 e601 module. The initial test on (B)(6) 2021 yielded a result of 94.4 coi (reactive), and a re-run on the same day produced a result of 84.79 coi (reactive). On (B)(6) 2021, the sample was tested again and yielded a result of 81.71 coi (reactive). On (B)(6) 2021, the sample was tested once more and produced a result of 92.56 coi (reactive). The sample was reported as reactive for anti-hcv. Additional testing was performed on (B)(6) 2021 using polymerase chain reaction (pcr), which yielded a negative result. On the same day, testing with the abbott architect at a different laboratory produced a negative anti-hcv result. On (B)(6) 2021, testing with the abbott architect at another laboratory yielded a result in the grey zone. On the same day, testing with the cobas e 411 analyzer using the elecsys anti-hcv ii assay produced a result of 78.69 coi (reactive). No confirmatory testing by immunoblot was performed. The results were not correlated with the patient's medical history or any potential anti-viral treatment at the time of the event.